Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely that the following conditions led to the malfunction: the outer tube was broken, which resulted in error code e104, and the r-unit charged-coupled device (ccd) was damaged, which resulted in a green image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope had a broken outer tube, a damaged charged coupled device (ccd), displayed an e104 error code, and a green image. There was no patient involvement.